Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "footswitch was not allowing the surgeon to advance" (device operates differently than expected). The nurse reported the footswitch was not allowing the surgeon to advance during a case. The footswitch was switched out with another to complete the case as planned. No patient injury was reported.

Manufacturer narrative:
The footswitch was received for in-house testing. A visual observation revealed that there were no visual non-conformities. The footswitch was tested with no issues noted. Additional testing was performed. The switches on the footswitch were programmed so that when pressed, the system would advance to the next surgical mode. Once programmed, the footswitch was able to advance to the next surgical mode successfully. The reported event was unable to be replicated. A review of complaints for the last 24 months did not indicate any additional reports for the system or for the footswitch. (B) (4). (B) (4).